Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that they fell about 3-4 months ago and it was all bruised around there the ins, and stated that it is not sticking out as much as it used to. Patient stated they are frequently going quite a bit and as soon as they drink it just flows and they are not feeling the ins. Pss offered to assist the caller with programming adjustments but the caller declined. Patient asked to speak to representative. Reviewed role of representative and redirected patient to healthcare provider. Caller mentioned that they have an appointment with the hcp and will follow up with them at that time,